Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure. The procedure was completed successfully. Postoperatively, subsequent chest x-ray revealed patient had a pulmonary embolism. Patient had no symptoms related to the event. Patient's status is "good". No further information was reported.

Manufacturer narrative:
Eval method: follow-up with company representative.

Manufacturer narrative:
Eval method: follow-up with author.